Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 38mg/dl. The customer stated that she has low blood glucose because she was not eating correctly. Reviewed rewind and priming technique and the customer was rewinding and priming correctly. Furthermore, the customer was not able to check the insulin pump programming. No further info was provided.